Manufacturer narrative:
Received one device. The customer's reported problem, "error code 45639.", can be replicated. When turning on, get the error code 45639 - motor sense high on power up. The probable cause of the report error is the main board. Replaced main board to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave an error code 45639. It is unknown if there was patient involvement.